Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the egd (esophagogastroduodenoscopy) of the barrett's procedure, the cable would not connect to any of the catheters. The customer opened 4 packages. The patient was prepped for the procedure and was under anesthesia. The procedure was aborted and a repeat procedure was necessary. There was no patient and user harm.